Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to improper handling in the form of an external force. For example: due to a fall or rough handling during use or reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a telescope had a chipped tip. The reported problem was found during preparation for use of the device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, no moisture was found. A slight bent was found on the outer tube. The scope was received without the protective tube. Fiber breakage and a dent were found on the distal edge. The reported issue was confirmed and debris was found under the window. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.